Manufacturer narrative:
The reagent lot numbers were requested but were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable results with multiple assays for patient samples tested on the cobas 8000 cobas c 701 module. The following results were provided for each assay as an example: ldl cholesterol direct: the initial result was 907 mg/dl. The repeat result was 140 mg/dl. Lipase: the initial result was 475 u/l. The repeat result was 72 u/l. Ggt: the initial result was 310 u/l. The repeat result was 16 u/l. Gpt: the initial result was 217 u/l. The repeat result was 95 u/l. Calcium: the initial result was >5 mmol/l. The repeat result was 2.47 mmol/l. Phosphorus: the initial result was 12.92 mmol/l. The repeat result was 1.09 mmol/l. Ldh: the initial result was <10 u/l. The repeat result was 203 u/l. Got: the initial result was 125 u/l. The repeat result was 11 u/l.